Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via device tracking "left side device removal was noted as ¿deflation". Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the returned device identified fold creases, one curved opening, wear abrasion and brown particles in device outer surface. A microscopic analysis and leak test were performed which identified one opening crease sharp and opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: -one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Healthcare professional reported via device tracking "left side device removal was noted as ¿deflation". Device explanted. Left side.